Manufacturer narrative:
Patient information was unavailable from the site. Event date estimated as the site representative reported that the issue occurred one month prior but could not identify the exact date. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, an imprecision was observed resulting in screws requiring revision. No additional information was provided.

Manufacturer narrative:
After further investigation and communication with the site it was discovered that this issue never occurred. There was no patient.

Event description:
Medtronic received information regarding a navigation system. It was reported that after further investigation that this complaint was filed by a traveling nurse and that the event did not happen. The health care professional (hcp) said that they have not had any issues with the system. There was no patient and no issue with the system.